Event description:
Initial result for a pt calcium was 11.1 mg/dl. When repeated, the result was 9.7 mg/dl. The incorrect result was not used to guide pt therapy. The account stated that the issue was sample specific and they did not feel there was any malfunction.